Event description:
It was reported that patient had a revision in (B)(6) 2012 to move their implantable neurostimulator (ins). The reporter stated they did a ¿coddle paddle¿ and a laminectomy. It was noted the patient was going in to see a healthcare professional on monday. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743. Serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).